Event description:
It was reported that in (B)(6) 2011, due to stage 2 olisthesis, the patient underwent surgery and was implanted with a java instinct system and as ardis cage in segment l5/s1. Six months ago, sometime in (B)(6) 2014, the patient started to experience pain, which was spreading down to his leg. X-rays confirmed the breakage of 2 pedicle screws and a dislocation of the ardis cage. On (B)(6) 2014, the patient underwent revision surgery.

Manufacturer narrative:
The manufacturer did not receive the devices and the surgical reports for review. Four x-ray pictures (undated) were provided and these will be reviewed together the affected devices once they are received. As no lot numbers were provided for the devices, the device history records could not be reviewed. All missing information has been requested. Once additional substantive information be received, an updated report will be submitted. (B)(4).